Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the embolization cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our united kingdom affiliate that after a transfemoral transcatheter aortic valve replacement tavr with a 26mm sapien 3 ultra resilia valve in the 95/5 position. The valve had been prepared and implanted with -1ml. Upon post-dilation with the 26mm commander delivery system at -1ml the valve was seen to raise up to full inflation. Upon inspection there was no loss of capture or ectopic beat, so the cause is unknown. The valve embolized into the aorta and rested on top of the arch briefly, another 26mm sapien 3 ultra resilia valve was prepared and successfully implanted in a 90/10 position. After the first valve was seen moving within the aorta, the valve was moved with a 20mm non-edwards balloon. The valve, however, remained mobile and moved back towards the arch. Angiograph was performed and confirmed the valve was positioned at the top of the ascending aorta without obstruction to the great arteries. The patient was stable throughout the procedure. The degree of tortuosity was moderate, degree of annular calcification was moderate, and horizontal aorta.